Event description:
It was reported the device was used during a laparoscopic nissen fundoplication. It was reported the trocar broke at the beveled edge into two pieces. The pieces were retrieved. This occurred at the end of the case and it had been used for placement of a fan retractor. Little to no torque was placed on the trocar according to the scrub nurse. The pie-shaped break was in the beveled edge. There was no consequence to the pt.